Manufacturer narrative:
Date of event: the exact date of the event is unknown; however, it was reported that the aware date was on june 4, 2019. Therefore, the provided event date, (B)(6) 2019, was chosen as a best estimate. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). Visual examination of the returned device revealed that the distal tip was partially detached and the guidewire was observed bent at the distal section. In addition, the distal tip was observed with the corewire fracture. It was found during the investigation of the returned guidewire that the distal tip was observed with the corewire fracture. The issues noted could have been generated by user, also by the interaction with other devices might have impacted the integrity of the device during the procedure. On the other hand, all outer diameters were found within specification. Therefore, the most probable cause of this complaint is adverse event related to procedure since it is the most likely that the adverse event occurred during the procedure and the device had no influence on event. A DHR (device history record) review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that a sensor wire guidewire was used during a procedure. According to the complainant, during unpacking and preparation, it was noticed that the core wire tip protruded out of the distal coating of the sensor wire. The procedure was completed with a second sensor wire guidewire. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation results: fractured corewire.